Manufacturer narrative:
The date of this submission is 02-jun-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss gentle gum care fresh mint (route-dental, frequency, lot number and expiration date unspecified) for general oral hygiene. After an unspecified duration, while trying to cut the floss, the metal cutter broke off completely from the plastic insert and fell inside the container. The consumer mentioned that the metal cutter was intact upon opening the lid and the plastic insert did not pop out. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 10-jul-2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson floss gentle gum care fresh mint (route-dental, frequency, lot number and expiration date unspecified) for general oral hygiene. After an unspecified duration, while trying to cut the floss, the metal cutter broke off completely from the plastic insert and fell inside the container. The consumer mentioned that the metal cutter was intact upon opening the lid and the plastic insert did not pop out. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 22-jun-2015. The device name was updated from johnson and johnson floss gentle gum care fresh mint to johnson and johnson floss gentle gum care fluoride and the lot number was updated from unspecified to 0801d. One sample lot number 0801d was received opened and used on (B)(6) 2015 and visually inspected on (B)(6) 2015. The sample did not to meet specifications for appearance as the insert was received broken on the edge where the cutter was attached. A review of the data revealed no lot trend for lot number 0801d . A review of non-conformances was performed and no non-conformances related to insert breakage were created. There were no changes to the formula or packaging that could cause the reported defect. Final packaging records and packing records were reviewed and the review indicated the product did not present defects during production and that the appropriate components were used. A retained sample was evaluated and met specifications for appearance. The complaint investigation was closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.